Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17616055m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4); smartablate pump, model #: m-4900-08, serial #: (B)(4); non biosense webster, inc. - bard catheter -m0042010070, lot #: unknown; non biosense webster, inc. - st. Jude crd2 - 401860, lot #: unknown; soundstar eco catheter, model #: m-5723-18, lot #: g9027339. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, the patient became hypotensive and a tamponade was confirmed via echocardiogram. Pericardiocentesis yielded 1780cc. At the time of complaint report, the patient was being transferred to the operating room. There are no further details. There is no information about the hospitalization. Patient was reported to be in stable condition. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.